Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a faulty reservoir. The customer's blood glucose reading was 400 mg/dl to 430 mg/dl. The mother stated that they went to change the site and it alarmed no delivery during fill tubing. The customer was advised to disconnect the tubing and reservoir, and then reconnect the tubing and reservoir. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer was advised to manually push the plunger and verify the tubing exits. The customer stated that the pump did not alarm no delivery with manual prime. The customer stated that the insulin did not exit the tubing. The customer was advised that changing the reservoir will resolve the issue.